Event description:
It was reported that the customer had high blood glucose. Caller stated that the customer changed her infusion set at night and the following morning and she noticed that the cannulas were clogged. Caller stated that the insulin pump did not alarm even after changing the battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.